Manufacturer narrative:
On (B)(6) 2013, isi contacted the hospital's risk manager. The risk manager indicated that there was no report by the surgical staff that any malfunction of the da vinci surgical system, instrument or accessories occurred during the surgical procedure and there were no issues noted during the surgical procedure. The hospital's investigation is currently ongoing and the root cause of the patient's demise has not been determined, as the hospital has not yet received the final report from the coroner's office. This complaint is being reported due the patient's death, post-op a da vinci surgical procedure. Based on the information provided, isi is unable to determine the root cause of the reported event. A follow-up medwatch report will be submitted if additional information is provided. A review of the site's system log for the reported procedure date found no system errors were generated that would have caused or contributed to the reported event.

Event description:
It was reported that a few days post op a da vinci si endometriosis resection procedure, performed on (B)(6) 2013, the patient expired at home. During the surgical procedure, extensive resection was completed on the patient's left pelvis surrounding the ureter and colon.